Manufacturer narrative:
(B)(4). The customer reported an issue during cardioversion of a pt. The involved pt died. There is no allegation at this time that the device behavior impacted the pt outcome. We have requested additional information. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported an issue during cardioversion of a pt. The involved pt died. There is no allegation at this time that the device behavior impacted the pt outcome.